Event description:
A caller reported experiencing a cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. The technical support representative provided information for a complete pump reset and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.